Manufacturer narrative:
This report is being submitted to report additional information. On april 9, 2019, it was reported that the screen froze and the cuff would not inflate. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(6), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(6) as documented in the repair reports in livelink. Product review of the a.t.s. 4000 tourniquet on april 18, 2019 revealed that both cuffs inflated and held pressure with no issues. The software required upgrading to the most current version. No problems were encountered during testing/troubleshooting. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on april 18, 2019 which included upgrading the software to the most current version. A.t.s. 4000 tourniquet, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested . The reported event was non-verifiable since during the product review it was noted that both cuffs inflated and held pressure with no issues. No problems were encountered during testing/troubleshooting. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that both cuffs inflated and held pressure with no issues. No problems were encountered during testing/troubleshooting. The a.t.s. 2200 and 4000 tourniquet devices are subject to this type of behavior when placed too close to electromagnetic interference (emi) emitting device.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental / final medwatch will be filed.

Event description:
It was reported that the unit screen froze and the cuff would not inflate. Event occurred during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.